Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02012. It was reported a cerebrospinal fluid (csf) leak occurred during a perm implant procedure. The patient reported a headache afterwards. Follow-up information indicated all symptoms resolved on its own.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.